Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries for the cs300 intra-aortic balloon pump (iabp) would not hold a charge. It was noted that the iabp unit would power down when unplugged. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the batteries then completed preventative maintenance (pm). Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries for the cs300 intra-aortic balloon pump (iabp) would not hold a charge. It was noted that the iabp unit would power down when unplugged. Since the event occurred during pm, there was no patient involved and no adverse event was reported.